Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services reviewed the data and found there was an inappropriate shock due to noise and oversensing. Additionally, r and t waves were small. The noise is related to movement artifact. No programming changes were recommended unless the signal is recreated, and other vectors are tested. At this time, the system remains in service. No adverse patient effects were reported.